Event description:
A nurse reported the footswitch would not advance during surgery. The procedure was completed by manually advancing by pressing the buttons on the touchscreen. There was no pt harm this if the first of three reports for this facility.

Manufacturer narrative:
A prod sample has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).